Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .

Event description:
The customer was reported via phone call that, the reservoir had air bubbles in it. The blood glucose was unknown at the time of the incident. Customer stated that, the reservoir was leaked at the past the o ring. The device will be returned for analysis.